Event description:
Patient 1, it was reported that the spacer as moved. There is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).